Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has continued to exhibit out of range shock impedance measurements following reprogramming. It is now suspected that there is an issue with both of the high voltage coils. Lead replacement was recommended. It was noted that the associated right ventricular shock lead is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement greater than 125 ohms. It was suspected that the out of range measurement was related to the superior vena cava coil. Therefore, the lead configuration was reprogrammed distal coil to can. Measurements were normal until the most recent office visit and a measurement of 138 ohms was noted. A boston scientific technical services consultant documented and discussed the clinical observations and recommended troubleshooting. It was noted that the associated right ventricular shock lead is manufactured by a competitor. No adverse patient effects were reported.